Manufacturer narrative:
The device was returned to smiths/ICU medical. Reported problem of "configuration required' replicated at power up and found in ehl. The issue was caused by an error occurred during customer's configuration download process as indicated in ehl. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.

Event description:
It was reported that error "unable to load network script" occurred. No patient injury was reported.